Event description:
The user facility reported that during attempted insertion of an impella rp on a patient, the 23 french dilator on the peel away sheath cracked. The device was removed and a 23 french medtronic dilator was utilized for the planned impella rp implant. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.